Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. Philips field service engineer (fse) confirmed the reported issue and replaced sensor printed circuit board to address the reported issue. The unit passed all performance tests and is ready to be returned to service.

Event description:
Customer reported a high internal oxygen alarm (ec 5003). No patient/user harm reported. Event date not specified; estimate used

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 13may2019. A sensor printed circuit board (pcb) was returned for analysis. Visual inspection of the sensor printed circuit board (pcb) revealed no evidence of damage or contamination. The returned sensor pcb installed into the failure investigation (fi) test ventilator and the reported failure could not be duplicated. The fi test ventilator was allowed to run for several hours to verify the ventilator remains operational with no errors detected. The reported complaint of high internal oxygen alarm error was not duplicated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.